Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty (pta) treatment procedure, the catheter got stuck on the guide wire. The 100% stenotic chronic total occlusion lesion was located in the non calcified and moderately tortuous superficial femoral artery. The physician predilated the lesion with a 2mmx40mmx140cm coyote balloon. After predilation was completed the physician connected an extension guide wire to the non-bsc guide wire and the catheter of the coyote balloon got stuck on the extension guide wire during removal. The procedure was completed with a 4mmx40mmx150cm non-bsc balloon. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed that the inner shaft, outer shaft and the bond that joins the outer shaft and the balloon were twisted and buckled. The inner shaft was buckled in the balloon bond area and between the markerbands. The guidewire was protruding 36cm from the tip of the catheter. The outer diameter of the wire was 0.14" (measured with a calibrated laser micrometer). The coyote es device was placed in a warm circulating water bath for a 24 hour period in an attempt to separate the devices. This was unsuccessful, the guidewire was not able to be removed from the coyote es device. The reported catheter-guidewire interaction was confirmed. There is no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty (pta) treatment procedure, the catheter got stuck on the guide wire. The 100% stenotic chronic total occlusion lesion was located in the non calcified and moderately tortuous superficial femoral artery. The physician predilated the lesion with a 2mmx40mmx140cm coyote balloon. After predilation was completed the physician connected an extension guide wire to the non-bsc guide wire and the catheter of the coyote balloon got stuck on the extension guide wire during removal. The procedure was completed with a 4mmx40mmx150cm non-bsc balloon. No complications were reported and the patient's status is good.